Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the tube extension was broken; a .18 x .29 piece was broken off at the distal end. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis was unable to test the instrument due to the condition of the instrument. Failure analysis also observed that the instrument main tube was cracked. The tube had a small crack in the axial direction, located directly below the tube reinforcement ring. The location of the crack was in an area that was not protected by the use of the tip cover. The distal end of the main tube had a scratch mark with light material removal. The scratches were .15 - .79 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The instrument grip cables were broken at the hypotube. The evidence was inconclusive, but the damage was likely due to improper cleaning. No other damage found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the monopolar curved scissors instrument orange sleeve was noted to be chipping off during reprocessing. No patient harm, adverse outcome or injury was reported.